Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to find electrical test fails # 53 (shuttle transducer offset failure). The fse found a deviation of the transducer from the working range. The fse removed and recalibrated the transducers. The fse found moisture on the inner surface of the pneumatic drive interface. The fse cleaned and recalibrated the parts. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) had a electrical error code #53. There was no patient involved.